Event description:
It was reported that the patient presented for a routine device check in clinic. It was noted that noise, noise reversions and high ventricular rate episodes were observed on the right ventricular (rv) lead. The noise could not be reproduced. The rv lead was to continue being monitored. The patient was asymptomatic before, during and after the visit in clinic.